Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that during a procedure of the moderately tortuous, concentric, 99% stenosed, de novo, mid left anterior descending (lad) artery, the 2.5 x 20 mm tenku balloon dilatation catheter (bdc) was inflated once at 6 atmosphere (atm) for 10 seconds when the balloon ruptured. The device was replaced with a 2.5 x 20 mm non-abbott bdc and the procedure was completed without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.